Event description:
It was reported that the device had a loose setscrew causing oversensing and high impedances on the ventricular lead. A pocket revision was done and the setscrew issue was resolved. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.